Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 6/7f mynxgrip vascular closure device (vcd) came back out with the white straw after being deployed. There was no reported patient injury. The device storage temperature did not exceed 25 °c. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. One non-sterile unit of a mynxgrip tm vascular closure d was received for analysis. Per visual analysis, it was noted that the green shuttle was engaged to the handle with the stopcock opened. The advancer tube was received separated from the device. The syringe and a cordis sheath were also returned for evaluation. However, the sealant was not returned. The balloon was fully deflated. The device and components were inspected for anomalies which may have contributed to the reported incident, and no anomalies were observed. During the inspection of the unit with a vision system, the sealant was not present since the unit was already used. A product history record (phr) review of lot f2300404 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was not confirmed through analysis of the returned device due to the condition in which it was received. The exact cause of the issue experienced by the customer could not be conclusively determined. Based on the product analysis and information available for review, it is not possible to determine what factors may have contributed to the reported issues since the sealant was not received, and there were no anomalies noted to the returned components. However, patient factors and/or handling factors of the device are possible since the returned device showed proper complete removal from the patient. If there was a failure to hold the advancer tube in place and/or if a proper position of the tamping tube was not maintained during catheter removal, the sealant could dislodge from the vessel wall. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, step 3: remove device, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Users are also informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the phr review nor the product analysis suggests that the reported failure could be related to the design/manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the plug of a 6/7f mynxgrip vascular closure device (vcd) came back out with the white straw after being deployed. There was no reported patient injury. The device storage temperature did not exceed 25 °c. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2300404 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.